Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During pocket revision and placing device sub pectoral, I was unable to capture ventricular capture. Md noted lead had moved on fluoro from preop. He repositioned lead using stylets and manual turning and lead remains implanted.

Manufacturer narrative:
Combination product: yes.